Event description:
Review of service data detected a reportable event. During servicing, faults were discovered in the benchmarq parameters of battery pack sn (B)(4). The last pt to use this battery did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) is currently underway. During servicing, faults were discovered in the battery pack benchmarq parameters. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective battery pack. There is no indication that a pt ever used this battery pack.